Manufacturer narrative:
Date received by manufacturer: 09oct2019. Date of report: 09oct2019. The hospital rejected the given quote for part replacement. Multiple unsuccessful attempts were made to see how the hospital resolved the issue. However, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touch screen failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/12/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.